Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker oversensed farfield signals on the right atrial (ra) lead. Technical services (ts) reviewed the stored atrial tachy response (atr) episodes and provided reprogramming recommendations to increase the blanking period and avoid oversensing. No adverse patient effects were reported. This pacemaker remains in service.